Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The patient broke out into an awful rash and has been to ten different doctors. The cause for the rash is unknown.

Manufacturer narrative:
(B)(4). Additional information was received that indicates this event does not meet serious injury reportability criteria. This event is therefore not reportable.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.